Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product has been returned.

Event description:
Customer was in the hospital, treated with IV insulin due to high blood glucose. Customer had a lab result of 886 in the hospital. Doctor and mother attributed the high glucose readings to the wrong basal rate. Mother made no allegations against pump. Customer's mother confirmed that customer's blood glucose has returned to normal since adjusting basal rates. The device was not returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not returned.